Event description:
Profound and permanent neurological injuries [nervous system disorder]. Severe and permanent physical injuries [injury]. Zinc poisoning [metal poisoning]. Copper deficiency [copper deficiency]. Hypocupremia [copper deficiency]. Case description: an attorney reported that their male client, currently (B)(6), used fixodent denture adhesive, form/version unk, unspecified total daily use, as intended to hold dentures that he received approximately 13 years ago, and reported the following: zinc poisoning, copper deficiency, hypocupremia, profound and permanent neurological injuries, severe and permanent physical injuries, and other injuries which have left him unable to perform his normal, customary and daily activities. Treatment: has received and will continue to receive unspecified medical care. The case outcome was not recovered/not resolved. Past medical history included: medical history - received dentures approximately 13 years ago. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter, therefore, unable to proceed with batch retain testing or product investigation.